Event description:
It was reported that the 9800 system c-arm was unable to perform orbital or rotational motion. A ticking noise was noted coming from the master control unit. No adverse pt involvement was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the rui controller, motor drive, motor and flex coupling. The system was tested and found to be working as intended and placed back into service.